Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device experienced screen bezel separation consistent with loss of or failure to bond involving the display, after which the user disconnected from the system and moved to alternative therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with a component-level failure affecting the display assembly and associated bonding. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.